Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00895. It was reported that the patient experienced ineffective stimulation. One of the leads had fractured. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead fractured, therefore both leads are being reported.